Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Repaired hickman within two days of placement. Catheter was placed on 5/13. The catheter had a small hole that was leaking. The hole is about an inch up from the hub of the catheter, not sure what happened to create the hole it is as if the catheter tube was poked with a pin.